Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-22- client is testing with expired test strips. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 31 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/22/2016 (expired strips) and open vial date is (B)(6) 2017. The meter memory was not reviewed not for previous test result history. Customer called in and states her meter read 31 mg/dl today and went to the hospital. Customer does not remember what her blood reading was when she was admitted to the hospital but states she was admitted due to hypoglycemia. While reviewing the strips lot#ms1289 the expiration date is 7/22/2016. I informed her that her test strips are expired and customer states she just purchased them at her local pharmacy. I advised the customer return to her local pharmacy to have them exchange the expired strips for new test strips. Customer states she will go to her pharmacy to obtain new strips. Customer was admitted to and discharged from the hospital today ((B)(6) 2017 6:30 am-(B)(6) 2017 12:43 pm). Customer states while she was in the hospital she was on an IV drip, ate graham crackers, and orange juice to raise her blood sugar. Customer states she did not have any changes in medication after she was discharged and states her last reading at the hospital prior to being discharged was 200 mg/dl. There were no additional tests performed with the allegedly defective device. Informed customer to no longer use the meter with these test strips.